Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, and age were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8546199. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the icad study in china. During the procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8546199) was used. It was reported that there was difficulty in the stent release and difficulty with the retrieval attempt. The physician withdrew the entire device and replaced it with a 4mm x 16mm no distal tip enterprise 2 vascular reconstruction device (vrd) (encr401600 / 7469261); the replacement stent was successfully implanted without any negative impact to the patient. The patient was safely returned to the recovery ward after the procedure. On 13-oct-2024, additional information was received. The information confirmed the procedure date was (B)(6) 2024. The male patient has a history of hypertension, hyperlipidemia, and sinus bradycardia underwent a vascular stent placement procedure to treat stenosis of the left middle cerebral artery (mca). The concomitant microcatheter used was a prowler select plus (606s255x). Adequate continuous flush was maintained through the microcatheter. When the stent was removed, it was still on the delivery wire. There was no damage observed on the stent / stent delivery system.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes a correction to the primary UDI number. Corrected section: d.4. Updated sections: b.4, d.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.